Manufacturer narrative:
The valve was patent. Proteinaceous debris was observed in the interior of the valve. The valve met all of the requirements for the siphon, reflux, leakage, preimplantation, and pressure-flow tests. A review of the manufacturing records showed no anomalies. A 59.2 cm portion of the 90 cm integral peritoneal catheter was returned. The distal portion of the catheter that contained the flow slits was removed, and flow holes were cut into the remaining portion of the catheter. The catheter met requirements for the patency and leakage tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was returned. The device performance evaluation is anticipated, but not yet begun. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient's strata ii shunt assembly was initially set to pressure-level 2.0. Two days later it was noticed that his ventricles were enlarged, so the shunt's pressure-level setting was set to 0.5. The patient's hydrocephalus symptoms did not improve. On (B)(6) 2013, the patient was reported to be between life and death, so a shunt revision procedure was conducted. During the operation, the physician found that the peritoneal catheter was occluded. The shunt was replaced with a new strata ii shunt assembly and the pressure-level was set to pressure-level 1.5. It was also reported that the patient was in coma at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.